Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient was bleeding from the right side, underneath the garment. Patient mentioned being on medication that makes her body swell up. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.